Manufacturer narrative:
Additional narrative: correction: the initial medwatch stated the date of event was unknown. During subsequent follow-up with the affiliate, the event date has been reported as (B)(6) 2016. Also, the date of this report was initially reported as (B)(4) 2016. This date has been updated to (B)(4) 2016. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the motor device had blockage and air was not passing through. During service and evaluation, it was noted that the blades of the motor device were damaged, and the housing was damaged, blocked. It was noted that the slates were broken and the parts were heavily worn. It was also noted that the device failed pre-repair diagnostic tests for visual assessment, cutter lock assessment, safety assessment, temperature assessment, sound assessment, oil leak, and rotations per minute (rpm). It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.